Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a unknown source via the food and drug administration (FDA) regarding the patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient started going into seizures that become status epileptics after pump implant. It was noted they were tapering down the baclofen in the pump. The patient went into status epileptics after small withdrawals. Prescription medication included baclofen pump, dilantin currently. Over the counter medications was not applicable. The outcome of the event was noted to be life threatening, disability/permanent damage, required hospitalization and intervention, and the report type was serious injury. The event date was unknown. No further information was reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.